Event description:
The patient was implanted with a synchromed infusion system for the treatment of non-malignant pain. The hcp reported that the patient had an onset of infection in 06/2002. Patient presented with symptoms of fever, redness, swelling, pain and meningeal signs. Locations of the infection was at the device pocket, catheter, lumbar region and was reported to have an epidural and pocket abscess. Cultures were taken at the device pocket, lumbar region cerebro spinal fluid. The organism isolated was staphylococcus aureus. The device was explanted and returned to the manufacturer. The patient was given IV antibiotics. The infection is ongoing with no report of drug withdrawal.